Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
The patient ((B)(6)) had 3 leads (from the same lot) implanted as part of the axium neurostimulator system. It was reported one of the three implanted leads had migrated. Surgical intervention was undertaken and the leads were explanted and replaced. Postoperatively, the patient reported experiencing effective therapy.